Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
Customer had two pieces fail; the first was taken out of the box with the "leash" already broken off and the second broke when the surgeon was applying the products.